Event description:
During pre-use, surgeon was unable to deflate the common carotid balloon after inflating the balloon with saline. The complaint device was not used for the procedure.

Manufacturer narrative:
We have not received the complaint device for evaluation. However, we have observed the reported malfunction in the video that was provided to us by the surgeon. We observed the surgeon was unable to deflate the common carotid balloon after inflating it with the liquid. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our engineering team has addressed similar balloon deflation issues by improving the design of this product. The change involves addition of inflation holes and a change in the cut angle of the inflation arm, which will assist the balloons to inflate and deflate uniformly along their entire length. The malfunction was detected during the pre-use check. This device did not come in contact with the patient.